Event description:
Dealer advised unit was on showroom floor and when showing unit to customer bath lift went down but will not come back up from order (B)(4) . Dealer advised will not do a complete cycle. Dealer advised thinks battery is the issue.